Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotawire was difficult to remove. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A rotawire was selected for use. During procedure, ablation was performed by a 1.75mm rotaburr. Then, an ivus catheter and a microcatheter were advanced but were unable to cross. Consequently, the rotawire had to be replaced but was difficult to remove. The device was somehow able to be removed after the physician pushed and pulled it. The device was intact and completely removed from the patient's body. Furthermore, a trace that the tip coil part of the rotawire was slightly stretched was noted. The physician's comment was that it seemed that the rotawire was trapped in the stent strut during ablation. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the guidewire was returned loaded within a non-bsci catheter. The returned guidewire had the distal tip bent/kink and stretched. Microscopic inspection revealed that guidewire distal tip bent/kink and stretched confirmed. Functional test revealed that the device was removed with some resistance from the non-bsci catheter. After removal a kink was observed in the guidewire. The device has a kink in the body located approximately at 110cm from the proximal end. Dimensional inspection of the guidewire revealed that the components were within specification.

Event description:
It was reported that the rotawire was difficult to remove. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A rotawire was selected for use. During procedure, ablation was performed by a 1.75mm rotaburr. Then, an ivus catheter and a microcatheter were advanced but were unable to cross. Consequently, the rotawire had to be replaced but was difficult to remove. The device was somehow able to be removed after the physician pushed and pulled it. The device was intact and completely removed from the patient's body. Furthermore, a trace that the tip coil part of the rotawire was slightly stretched was noted. The physician's comment was that it seemed that the rotawire was trapped in the stent strut during ablation. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the guidewire was returned loaded within a non-bsci catheter. The returned guidewire had the distal tip bent/kink and stretched. Microscopic inspection revealed that guidewire distal tip bent/kink and stretched confirmed. Functional test revealed that the device was removed with some resistance from the non-bsci catheter. After removal a kink was observed in the guidewire. The device has a kink in the body located approximately at 110cm from the proximal end. Dimensional inspection of the guidewire revealed that the components were within specification.

Event description:
It was reported that the rotawire was difficult to remove. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A rotawire was selected for use. During procedure, ablation was performed by a 1.75mm rotaburr. Then, an ivus catheter and a microcatheter were advanced but were unable to cross. Consequently, the rotawire had to be replaced but was difficult to remove. The device was somehow able to be removed after the physician pushed and pulled it. The device was intact and completely removed from the patient's body. Furthermore, a trace that the tip coil part of the rotawire was slightly stretched was noted. The physician's comment was that it seemed that the rotawire was trapped in the stent strut during ablation. No patient complications were reported and patient was good post procedure. It was further reported that the rotawire was stuck in the lesion.